Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented a merlin transmission with episodes of ventricular tachycardia that were actually due to lead noise. The lead was laser extracted. Once the lead was removed, externalization conductors were confirmed near the clavicle. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
A partial lead with the distal tip measuring 47.8cm from the liner was returned for analysis. Insulation damage was noted at 33.3-34.6 cm from the distal tip consistent with clavicle crush damage. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.